Event description:
Procedure performed: cholecystectomy by coelio. Event description: translation: I would like to inform you of an incident concerning the device: multiapplicator clip for coelio - 5mm epix. Reference: ca500 lot number : 1476112. Problem encountered: the clips jam in the clamp, making it impossible to use. The device is available at the pharmacy for expert appraisal. Additional information received from applied medical representative via email on 29dec2023: the trigger could not be moved as normal. A clip did not seat properly into the jaws. A clip did not arrive into the jaws every time the trigger was pulled. Patient status: no clinical impact to the patient intervention: by taking a second clamp.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Testing was performed on the event unit, which confirmed the complainant¿s experience of no clip loaded. Applied medical has reviewed the details surrounding the event and related products and is unable to determine the cause of the reported event based on the evaluation of the returned unit. Applied medical has performed a historical trend analysis and review of production records and no trends were identified. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level.

Manufacturer narrative:
The event unit is anticipated to return to applied medical. A follow up report will be provided following the completion of the investigation.

Event description:
Procedure performed: cholecystectomy by coelioevent description:translation: I would like to inform you of an incident concerning the device: multiapplicator clip for coelio - 5mm epixreference: ca500 lot number : 1476112problem encountered: the clips jam in the clamp, making it impossible to use. The device is available at the pharmacy for expert appraisal.additional information received from applied medical representative via email on 29dec23:the trigger could not be moved as normal.a clip did not seat properly into the jaws.a clip did not arrive into the jaws every time the trigger was pulled.patient status: no clinical impact to the patient.intervention: by taking a second clamp.